Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/12/2016 the site biomed representative declined to move forward with on-site service. Noted was that this issue was likely operator error. The imaging system was reported to be fully functional at this time. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. No parts received by manufacturer for analysis.

Event description:
A site biomed representative received a report from the site radiographic technologist (rt) that their imaging system was unresponsive on boot-up and re-booting the system does not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.